Manufacturer narrative:
D4: lot #: suspect lots 25e07t020, 23e13t037, 25e13t039. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not specified if the patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the cassette that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.